Event description:
Provider reviewed the pt's radiation treatment plan and planning CT on tuesday, (B)(6), noticing what appeared to be a segment of a chest tube at the apex of the left lung. Two chest tubes were placed and these were seen on post-surgical chest x-rays dated (B)(6) 2017. The pt was discharged on (B)(6) 2017. Another chest x-ray was performed on (B)(6) 2017, prior to a f/u appt with a provider. The report narrative describes a 16 cm tube in the "right upper lung field" (this is incorrect and should be "left upper lung field") while the impression states "appearance of a retained 16 cm chest tube fragment at the left upper anterior pleural space." Pt was not having any problems related to this. At time of surgery, decision was made on surgeon to leave chest tube fragment in lung for safety of pt as removing it could cause more harm. Pt with new diagnosis of left upper lug adenocarcinoma admitted to hosp for thoracotomy on (B)(6) 2017. Procedure was aborted due to size of tumor and the fact it adhered to the lung requiring a lobectomy for full removal (which the pt wouldn't tolerate).